Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. Upon technical inspection the device reacted properly to open/close command. Clamp was then opened to check for damages due to excessive heating reported by the customer and a burning smell could be smelled but no burnt components could be detected with naked eye. It is not possible to exclude damages on the boards and/or on the motor which are not easily visible. Both boards and the motor should be replaced as preventive maintenance to avoid future failures. Due to manufacturing year of the device (2015), repair is not suggested and device should be scrapped at livanova deutschland. Evo control panel was also checked for functionality: knob of the control panel dismounted, grip ring for knob replaced and device returned to customer. Complaint database review revealed no further issues reported for involved clamp since manufacturing in 2015. Based on the outcome of technical inspection, it cannot be ruled out that reported issue may be related to electrical failure of the internal boards and or motor due to wearing. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
Livanova deutschland received a report that, during a procedure, the electronic venous clamp heated up.there is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the evo. The evo clamp appears to have opened and closed during the cec several times, without any consequence on the patient. Although it was unplugged quickly, the customer reported that the evo was very hot after the procedure. Medical team completed the procedure with a manual clamp. The complained clamp has been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.